Event description:
Boston scientific received information that this patient received a shock and presented to the hospital for a follow up appointment. Upon interrogation, the device was found in safety mode with two fault codes (capacitor charge exceeds the limit and short-circuit during shock delivery. As a result, the device was explanted. During the explant procedure, the right ventricular (rv) lead was tested through a pacing system analyzer (psa) and no anomalies were noted. When the new device was implanted, the rv lead noted some low shock impedance measurements. An integrity test was performed and some of the energy was discharged on the lead, but the short-circuit fault code appeared. As a result, this lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Microscopic visual inspection noted an arc mark on the case. Interrogation of the device verified that the device has declared end of life (eol) due to charge time out but was not in safety mode. The device was subjected to an x-ray which found that the plasma fuse was open due to the arcing to the case. Analysis confirmed that the device had fault codes just prior to the shorted lead fault. As a result, the clinical observation was confirmed.